Event description:
The customer received questionable carcinoembryonic antigen (cea) results for one patient sample. The initial result was 0.224 ng/ml and was reported outside the laboratory. The doctor questioned the result on (B)(6) 2010 and requested a recheck of the same sample. The sample was repeated twice on (B)(6) 2010 and recovered 10.05 ng/dl and 9.65 ng/ml. No adverse event has been alleged regarding the discrepancy. The cea reagent lot number was 157350.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation concluded calibrations and quality control at the time of the event were acceptable and a possible reason for the erroneous result was too short centrifugation time and foam on the sample. The centrifugation time according to the customer was 5 minutes at 3500 rpm. The specified centrifugation time is 15 minutes. The erroneous result was reported outside the laboratory and was questioned by the physician and repeated much higher. No adverse events were reported in relation to the erroneous cea result.